Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette sensor was defective. There was no patient involvement.

Manufacturer narrative:
H6 - adverse event problem - medical device problem code was updated. The suspect pump was returned for evaluation. The event history log and 12-month service history review was not performed. A visual inspection and functional testing were conducted. The dso sensor was found to be defective which resulting the pump immediately triggers a pressure alarm. The complainant¿s allegation was confirmed. The probable root cause was identified as a defective dso sensor. The sensor was replaced, and the device will be returned to the customer once functional and accuracy test results are verified to be within specification.